Event description:
As reported, the patient presented with a failed right tka refractory to conservative management. Imaging was consistent with failed tka. The patient was revised to stryker devices on (B)(6) 2022. No further information provided.

Manufacturer narrative:
Pending investigation.

Manufacturer narrative:
H3: based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the subsequent revision cannot be conclusively determined, insufficient information.

Manufacturer narrative:
H6: corrected the following: health effect clinical code, medical device problem code, component code, type of investigation. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear or due to inclusion of the polyethylene in the packaging recall. Potential contributions of manufacturing, user, and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and product information were not provided.

Manufacturer narrative:
The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear or due to inclusion of the polyethylene in the packaging recall. Potential contributions of manufacturing, user, and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and product information were not provided.

Manufacturer narrative:
Additional information to fields: a2-3. Corrected fields: b1-2, d4, d8, d10, g3-4. D10: (B)(6) 02-010-01-0350 - logic femoral ps cem right sz 5. (B)(6) 02-012-41-5050 - logic tibia traptray cem sz 5f/5t. (B)(6) 200-02-35 - three peg patella 35mm.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: d1/d2a/d2b, g3/g4, h4, h6. The following sections were corrected: h6 . MDR section codes updated/corrected: e. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear or due to inclusion of the polyethylene in the packaging recall. Potential contributions of manufacturing, user, and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and product information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.